Manufacturer narrative:
(B)(4). The incident information was reviewed, however, there was no reported device malfunction and the product was not returned. Dyspnea is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a 2.75 x 28 mm xience alpine stent and a 3.5 x 23 mm xience alpine stent were implanted on (B)(6) 2015. On (B)(6) 2015, the patient was re-admitted with shortness of breath and pneumonia. It is unknown what treatment was performed. The patient was discharged. No additional information was provided.